Manufacturer narrative:
The IFU states in the adverse events" complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. - irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4). Correction: brand name, common device name, PMA #. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced discharge, itching, erosion of vaginal mesh (erosion), blood loss, pain, inflammation, granulation tissue, dyspareunia, spotting, palpable mesh, exposed mesh, vaginal foreign body (foreign body in patient), uterine fibroids, hematometra, endometrial hyperplasia, scar tissue/scarring, and required nonsurgical and additional surgical interventions.

Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risk associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).